Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional manufacturer narrative: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Part number: 02.221.180. Lot number: 879p993. Manufacturing site: raron. Manufacturing date: 14 jul, 2022. Quantity: (B)(4). A manufacturing record evaluation was performed for the finished lot number, and no. Non-conformances were identified. The component is purchased directly from the supplier, the items are checked, and no non-conformity has been found. Visual analysis of the returned sample revealed that only the connecscr f/va locking ppfx greater troc / part number: 60335962 was received and found stripped from the threads. The observed stripped condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed due to post manufacturing damage. A functional test was performed with a mating device and the screw could no be connected properly to plate. The complaint was confirmed as the observed condition of the connecscr f/va locking ppfx greater troc would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a procedure to repair a fracture around a total hip, the attempt to attach the small gt ring attachment plate to the va-lcp ppfx proximal femur plate failed due to stripped screws on the gt ring attachment. Subsequent attempts to use screws from the large gt ring plate also resulted in stripped screws, affecting all four gt ring plates. The procedure was completed without the gt ring attachment plate, resulting in a delay of approximately 10 minutes. There was no reported patient harm or consequence, and the outcome was good.